Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was diminished sensing and no capture on the right ventricular (rv) lead. This rv lead was revised and repositioned onto the rv apex. This lead remains in use. No patient complications have been reported as a result of this event.